Manufacturer narrative:
Contacted customer inquiring for patient information, but no response received.

Event description:
The customer reported that the ventilator only works on battery. It is unknown if the unit was in use on patient, but the customer reported that there was no patient harm.